Event description:
Event: anaphylactic reaction in 2006 and 7 days later a female patient received supartz injections for osteoarthritis due to torn meniscus. Another seven days later the patient experienced a slight reaction (pain) after the third injection. In 2006 the patients injection site began itching immediately after the fourth injection. The doctor's office did not have any benadryl, but she had some with her. Her mouth began to swell (which is not an unexpected reaction for this patient). The injection physician became uncomfortable with her reaction and sent to the emergency room in an ambulance. The ER administered epinephrine and prednisone. She was advised to follow-up with her allergist. Her injecting physician and her allergist believe that the supartz injection was the cause of her reaction. The patient used synvisc (cross-linked hyaluronate) 2-3 years ago without any complications. This patient has a history of allergic type reactions. She used to have these types of reactions twice a week. After working with her allergist, she only has reactions two or three times a year. All of the symptoms she has experienced are not uncommon for her. As of 4/2006 her throat swelling was completely gone. However, she still has a rash on her knee (injected knee). Her allergist has taken her off of the prednisone and prescribed hydroxyzine. The hydroxyzine is having a positive effect.